Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a magnet fell out of insep. The field service engineer replaced inseps on drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system that it had a hardware failure. Magnet was gone. The customer reported there was a delay in dispensing medications. There were no adverse events or injuries reported based on this incident.